Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site, due to the device flipping within the pocket. As a result, the patient may undergo surgical intervention at a late date.

Event description:
Follow up revealed that the patient's discomfort has been resolved.

Event description:
Follow up revealed that on (B)(6) 2018, the patient's ipg was repositioned through surgical intervention to address the issue.